Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment and subsequent complete clip detachment (ccd) appear to be related to challenging patient morphology/pathology and likely due to the poor tissue quality of the leaflets. The reported patient effects of mitral valve injury, vascular trauma, and mitraclip device emboli, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported difficulty removing the device was likely a secondary effect to the ccd, as the clip became caught on tissue at the right femoral vein during removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the complete clip detachment. It was reported that the procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging leaflet anatomy. One clip was deployed successfully. The second clip delivery system (cds) was advance to the mitral valve. During removal of the gripper line, the clip detached from the posterior leaflet. While removing the remainder of the gripper line, the clip detached from the anterior leaflet and embolized into the left atrium. A basket snare was inserted in an attempt to retrieve the clip, but was unsuccessful. A gooseneck snare was inserted and the clip was successfully retracted into the right femoral vein, but the clip became stuck in the tissue. The clip was removed by the surgeon with a surgical cut-down. After removal, tissue was observed on the clip. Mitral regurgitation was reduced from grade 4 to grade 3. In the physicians opinion, the poor tissue quality of the mitral valve may have contributed to the clip embolization. One day after the clip procedure, mitral regurgitation grade was mild on the echocardiogram. No additional information was provided.